Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver ceased to function. No medical intervention was reported. Additional event or patient information is not available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined. The receiver was exposed to moisture. Labeling indicates that the dexcom cgm receiver is not water resistant. Do not get the receiver wet at any time.